Manufacturer narrative:
(B)(4).

Event description:
The customer was having issues with quality controls (qc) on multiple assays. Preventive maintenance was performed on the morning of (B)(6) 2016. The customer does not know if qc was performed after the preventive maintenance. Later that evening at 10:00 p.m., qc results were out of range for all assays. The customer repeated qc tests but the results were still out of range. The customer indicated they are going to send the patient samples from (B)(6) 2016 (after preventive maintenance was performed) to another laboratory to be repeated. Based on the information provided, the results for 1 patient sample were erroneous when tested for elecsys ft4 ii assay (ft4 ii). The erroneous result was reported outside of the laboratory. The initial test for ft4 ii produced a data flag with no result on the cobas 6000 e 601 module. The sample was repeated and the result was 5.46 ng/dl. This result was reported outside of the laboratory. Later that day, the analyzer was shut down for daily maintenance. After maintenance, qc was started and the first assay results were out of range. The technician stopped the analyzer prior to qc being run for ft4 ii. All samples were sent to their main campus for repeat testing on the cobas 8000 e 602 module. The repeat result was 1.18 ng/dl. A corrected report was sent for this patient. The patient was being seen in the emergency department prior to the blood draw that produced the erroneous ft4 ii result and was not admitted to the emergency department based on the erroneous result. The customer doesn't believe the patient received any treatment based on the ft4 ii result. The patient has since been released from the emergency department and was not admitted to the hospital. No adverse event was reported. The ft4 ii reagent lot number was 14086201 with an expiration date of 03/31/2017. The field service engineer (fse) visited the customer site. Pinch valve tubings were not opening properly. The fse replaced the pinch valve tubings. Qc results were acceptable and instrument tests were acceptable. The investigation agrees that the pinch valve tubing issue identified by the fse was the cause of the discrepant results.